Event description:
Two (2) non-sterile cervical spine implants were returned to the manufacturer. Upon inspection, it was identified that the devices were explanted. No information was available on the explantation. It is possible that a revision surgery may have been performed, however, no confirmation was received. (Device 1 of 2).

Manufacturer narrative:
Two (2) non-sterile cervical spine implants were returned to the manufacturer in a biohazard package. Upon investigation, it appeared that these were explanted from a patient and the implants were identified by the serial number on the device. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available. The surgeon was contacted by the manufacturer, however, no information could be gathered that may be relevant to the investigation of the devices.